Event description:
During a removal procedure of a slim nail, the threads of the driver appeared damage and the surgeon was unable to thread the instrument into the nail. The surgeon had to create another incision and cut the nail out.